Event description:
It was reported that the patient passed out and was found non-responsive, and was brought to the emergency room. The patient indicated that the patient alert had been sounding for the past nine years. It was not possible to interrogate the device as the battery was too low, and the magnet tone did not sound when the programming wand was placed over the device. The patient indicated that the device would not be replaced, and the device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.